Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient the device displayed "defib comm error" and "pacer comm error" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.